Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urinary catheter. The customer reports the balloon on the catheter could not be deflated and removed from the patient. After consulting with urology, the foley was cut to try and deflate the balloon. After that was unsuccessful, urology came in and used a 27 gauge needle to deflate the balloon.